Manufacturer narrative:
(B)(4). The patient replaced the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause is user error. Label review was performed and found labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center and reported a check heater line alarm on the homechoice (hc) during fill 1. The home patient (hp) stated that they already changed the cassette and used the same bags. The technical service representative (tsr) explained that the hp compromised the setup. The hp would use new supplies. The tsr assisted the hp to end therapy. Product surveillance contacted the nurse on (B)(6) 2011. The nurse was not aware of this user error, however, the patient has been to the clinic since this event. The nurse will talk to the patient regarding this event. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.